Event description:
International affiliate reports that during a vertebral augmentation procedure, cement was allowed to harden before an attempt was made to remove the introducer needle. When the needle was pulled out, breakage occurred at its distal tip. The broken tip remains in the dried cement in the patient.

Manufacturer narrative:
The broken tip remains in the dried cement in the patient. The remaining introducer needle was discarded, and is not available for evaluation. Review of the device history record found the lot met specification requirements when released to stock. As reported by the affiliate, the cement was allowed to harden before an attempt was made to remove the introducer. It is recommended that the needle be removed immediately after placing cement. At this time, the complaint is considered to be closed.